Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy for ileocecal perforation, when cutting off the bowel, the metal sheet suddenly fell off, resulting in immediate cessation of the operation. Nothing fell into the patient cavity. The device was replaced to successfully complete the procedure. There was no patient injury.